Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. The patient was having an increase in headache pain so the caller was increasing the stimulation for the patient. As the caller was increasing the stimulation the patient felt the stimulation very strongly/there was overstimulation as the stimulation jumped up to 8 volts from 3.5 volts. The patient has two programs and was initially at 3.5 volts and 6 volts. The patient has two groups and only uses group a. The caller also mentioned that they noticed today that the patient has tenderness and redness at the ins pocket site, but they noted the pocket site had healed well. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.